Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon review of the submitted log files, it was observed that the lvad clock reset when the system controller clock reset, indicating a pump stop.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop; however, a specific cause for this event could not be conclusively determined. Analysis of the submitted log files revealed controller clock corrupt alarms due to the controller's clock being reset to the default timestamp of 01jan2000. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that had caused the pump to stop. The onset of the event was not captured in the submitted event files, therefore, a specific cause for the pump stop could not be conclusively determined through this evaluation. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple controller clock corrupt alarms indicative of total losses of power to the system controller. This sequence of events would have the caused the pump to stop on each occasion. The submitted log files contained relevant events and data from (B)(6) 2024 through (B)(6) 2025. Multiple controller clock corrupt alarms were captured throughout the files due to the controller clock being reset to the default timestamp on multiple occasions. Each instance of the clock resetting is indicative of a complete loss of external power as well as full depletion of the system controller backup battery, which would have led to the pump stopping for an undetermined amount of time. It should be noted that the onset of each event was not captured in the submitted event files, therefore, a specific cause for the suspected pump stops could not be conclusively determined through this evaluation. No other notable events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the system controller clock reset was unable to be determined. Log files were sent for analysis and had captured that the system controller appeared to have been reset and had a date change on (B)(6) 2025. In addition, the log files captured multiple low flow alarms. The cause of the events did not appear to have been any type of mechanical circulatory support (mcs) equipment issues. The low flow events seemed to have been a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The mcs equipment appeared to have operated as intended.